Event description:
It was reported to boston scientific corporation that a resolution speedband superview super 7 multiple band ligator device was used during an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2013. According to the complainant, the patient came to the emergency room and presented with bleeding. While in the ER, due to the bleed, the patient needed to be resuscitated. While being resuscitated in the ER, the patient was exposed to latex and as a result broke out in hives due to an allergic reaction with the material. Once stable, the patient was brought in to have the banding procedure to resolve the bleeding. Reportedly, the speedband superview super 7 multiple band ligator device was used as a result of being latex free. During the procedure, the physician was able to deploy six bands onto the varix; however, the seventh band misfired, releasing off to the side and missing the varix. As the scope was withdrawn from the patient, all six bands detached from the varix and were left in the patient to pass naturally. The procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.